Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, product type: extension. Product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The healthcare provider (hcp) reported via a manufacturer representative (rep) that the patient was having some weird fluctuating impedances. The impedances were measured on different dates, starting on (B)(6) 2015, and changed greatly from measurement to measurement. An impedance of 97 ohms was seen on (B)(6) 2015 on the electrode combination of 8 <(>&<)> 9. On (B)(6) 2015 the electrode combinations of case <(>&<)> 11 and 9 <(>&<)> 11 were 4,461 and 4,449 ohms respectively. On (B)(6) 2015 the electrode combinations of 8 <(>&<)> 9, 8 <(>&<)> 10, and 9 <(>&<)> 10 were all 93 ohms. All other combinations were within normal range, but did change from date to date. The patient was on case and 8 as of (B)(6) 2015 and doing ok. There were no associated symptoms. The patient's indications for use were unknown. The cause of the impedance issues was unknown and no interventions were reported, so additional information was requested. If additional information is received a supplemental report will be sent.